Manufacturer narrative:
Qc tested and pad was heating and working properly. Could not find any evidence of anything burning or smoke coming from it (switch).

Event description:
Caller stated that the switch smelled and smoke came out of it.